Manufacturer narrative:
The returned device was evaluated and in the case description, the user mentioned they received two errors when activating pods. After unlocking the device, the controller prompted to select a language. The controller was received with application version 1.2.4. During initialization, the controller required an upgrade to 3.1.1. After updating, the controller completed initialization and reached the sign-in screen, indicating that the controller had been reset prior to investigation. Review of the android log files found that the logs started on (B)(6) 2025, the date of occurrence. No information regarding the reported errors could be obtained from the logs due to the controller reset. The exact cause of the reported errors could not be determined.

Event description:
On (B)(6) 2025, the patient sought medical attention at the emergency room (ER) while wearing their pod due to experiencing pain in their feet, nausea, and a headache. They were diagnosed with high glucose levels and received insulin treatment during their four-hour hospital visit. The patient reported encountering errors with two omnipod 5 pods in a row and was advised to hard reset the controller. However, the patient was unable to resume operation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 1.2.4 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: unspecified. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.